Manufacturer narrative:
Since the original report was filed, the investigation has closed. The team followed best practice, but due the large abdominal pannus the impella pump's repositioning sheath was unable to reach the vessel and prevent the blood loss from the arteriotomy. The cause was patient condition. The failure mode will be monitored and trended.

Manufacturer narrative:
Additional information for the initial MFR 1220648-2021-01115 was provided. This report is being filed as part of a retrospective review of historical records. Information provided in f6 and f8 were previously reported in error.

Event description:
Additional information reported that the patient developed suction issues. Medical safety review of the event noted use of the device cannot conclusively be associated with the outcome (patient's demise).

Manufacturer narrative:
The investigation into the access site bleeding is on-going at this time. No impella product has been returned and clinical details are being clarified. Upon completion of the investigation, a final report will be filed.

Event description:
An impella cp was placed for hemodynamic support for an obese patient (bmi of 40) suffering from cardiogenic shock. The cp was placed via the femoral artery. The patient developed a hematoma at the access site, and suction was alarming on the console. The team treated the bleed with infusion of red blood cells, approximately 8 units. The thought was to replace the pump and insert a longer sheath, that may have had a better ability to reach the arteriotomy and reduce the access site bleed, but the patient expired. The patient's obesity was thought to be the cause of the bleed as per the physician, as the tissue track was too long to achieve successful hemostasis.